Event description:
A consumer reported via (B)(4) that she had essure inserted and that she subsequently had bowel damage. Reportedly, essure had to be "cut from her bowel", and that it had been "perforating multiple organs". She also reports, rashes, allergies, pain and that she ate paleo due to her bowel damage.